Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with infection, pain and swelling in the scrotum and penis. The aus was explanted and the physician identified gross purulence. There were no additional patient complications reported.